Event description:
Pt reported that they get an occlusion when priming their insulin infusion set (occlusion only occurs during priming), and that this is due to a blockage in the infusion set (at tail connection). Pt reported trying several infusion sets with the same results. No treatment was received as a result of these incidents.

Event description:
Response: the actual device involved in the incident was evaluated (both a visual examination and performance tests were performed). The results of the evaulation indicated that the device performed according to specifications (the alleged failure could not be duplicated). Please reference the attached follow-up medwatch form.